Event description:
At completion of infusion, nurse went to patient to disconnect and found her shirt to be wet from neck/clavicle to breast midline. It was found that there was a leak at the connection of the tubing to the closed transfer device.